Event description:
We found in several sets of carefusion smartsite infusion set model number 16015163 that have red- brownish flecks in the drip chamber. These defects were found before the product was used on the pt.